Manufacturer narrative:
(B)(4); batch #p56x3v. Investigation summary: the analysis results found that the ats45nk device (a) was received with the firing mechanism damaged and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth was found broken. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected, and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a distal radical gastrectomy for gastric cancer surgery, the device would not fire when severing small intestine tissue on the first firing. Changed to another ats45nk and tr45w to continue the surgery, but the same problem happened again. Changed to a third device to complete surgery. There was no patient consequence reported. No additional information can be provided.